Event description:
A male with a very tortuous anatomy, underwent initial endovascular therapy for a common iliac artery aneurysm. The physician placed three iliac leg extensions. The pt presented with a distal endoleak so the physician placed a converter graft so that it would taper to a 12mm diameter and then placed an iliac leg graft in the common iliac at another facility. This had a great outcome. Pt is doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the predetermined design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the line of zenith IFU's list important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; pt selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. Although no films were returned for examination, a cook sales representative was present at the case. Correspondence with this sales representative is consistent with the provided even description. The complaint is considered confirmed at this time. At this time there is no evidence to suggest the device was not manufactured to specification. As noted in the event description, the aneurysm was located in the iliac artery rather than in the aorta. The converter used appears to be a cook device, but was not used in the traditional method by diverting blood flow into one femoral artery followed by a fem-fem bypass. Additionally, the first procedure was performed in 2005. However, we have notified the appropriate individuals and we will continue to monitor for similar events.